Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to a damaged trace on a transformer on the analog board. The analog board will be replaced to resolve the report. The board was scrapped after testing. The device was recertified and returned to the customer once the repair estimate has been approved. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged the device was unable to obtain an ECG signal via multiple electrode pads. Complainant did not indicate that there was patient involvement during the time of the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.